Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have a defect in the camera instrument adapter. The endoscope plus went through a friction test with the screening aide. The camera instrument adapter did not rotate properly, and noises were heard during testing. Binding was confirmed. The camera instrument adapter was removed from the endoscope housing and found to have an endoscope adapter bearing friction. The endoscope was also found to have cosmetic damage and minor cuts to the cable insulation.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the 30 degree endoscope plus would not change from a 30 up to 30 down position. The physical rotational position would not match the expected one. The technical support engineer (tse) reviewed the logs and confirmed multiple instances of error 22020 pointing to universal surgical manipulator (usm) 3. The customer felt a hard point when they attempted to rotate the base and held the scope head. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The image was inverted and the control on the system arms was reversed. The 30-degree endoscope was installed in a down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via the user interface. The endoscope and endoscope's adapter/base were still engaged. There was no damage observed on the adapter/base. Prior to the event, the "endoscope" was not manually rotated 180 degrees. There was no patient injury resulting from the vision issue. There was a delay of less than 15 minutes.